Event description:
It was reported that the patient received inappropriate therapy. Fluoro revealed the leads had dislodged. Leads were explanted and replaced.

Manufacturer narrative:
No medwatch form was received.